Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) was in signal loss. The unit was in use on a patient, but no patient harm was reported. Nihon kohden's technical services walked the biomedical engineer through resetting the network interface card (nic), which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was in signal loss.